Manufacturer narrative:
(B)(4). Conclusion : to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a total shoulder arthroscopy on an unknown date and topical skin adhesive was used. It was reported that the wound became necrotic. Additional information has been requested.